Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. When the catheter was first deployed in the left superior pulmonary vein (lspv) it was not visualized on the non-(B)(6) mapping system. Troubleshooting was performed to correct the connection of the catheter in the pin block for the mapping system. Spline bunching was observed upon rotating the catheter. The device was undeployed, retracted into the sheath, and then rotated 180 degrees, but the spline bunching was still present when was redeployed in the left atrium (la). The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).